Event description:
It was reported that the insulin cartridge leaked during a supply change, leading the user¿s caregiver to discard the leaking cartridge and replace it with a new cartridge and a new teflon infusion set. Customer care provided support that included supply replacement logistics. Investigation of this case revealed a suspected cartridge leak associated with the cartridge component, with no alarm activation and no injury reported. No reported adverse clinical effects. Outcomes included product replacement and continuation of therapy without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined due to limited information and lack of device return.